Event description:
New information noted that on (B)(6) 2017 the asymptomatic patient presented in clinic for a follow up. Non-sustained right ventricular oversensing was viewed again on the device indicating post-paced t-wave oversensing. No inappropriate therapy was given due to the oversensing. Programming changes were made during the follow up. No patient symptoms were reported following the programming changes and the patient will be followed normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up to discuss non-sustained right ventricular oversensing on the device indicating post-paced t-wave oversensing. No inappropriate therapy was given due to the oversensing. Programming changes were made during the follow up. No patient symptoms were reported following the programming changes and the patient will be followed normally.